Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a routine review appointment of the bilaterally implanted patient, high impedances were found on 7 electrode channels of the left implant. The measurements performed in (B)(6) 2014, were within the normal limits. Reportedly, the patient has experienced some bangs to the head, however, no significant trauma or injury is reported. Re-implantation is scheduled for (B)(6) 2014.